Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional evaluation could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found similar reports, this issue will continue to be monitored. This failure mode is identified in the navio risk profile. Navio surgical technique guide for knee arthroplasty (500197 revb) provides instructions for using the bone screw driver. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. A factor that could have contributed to the reported issue would be mechanical component failure of the pin driver, causing the inner cylinder to become detached. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. The medical investigation found that per complaint details, the device malfunctioned prior to a navio ukr procedure; therefore, a backup from a universal knee set was used to proceed with the case. Responses to clinical information requests were not received. No patient injury or surgical delay was reported. Based on the limited information provided the root cause was ¿excessive use¿ and the modified procedure using the backup device did not result in patient injury/impact or surgical delay; therefore, no further medical assessment is warranted at this time. Should additional clinically relevant documentation/information become available, the clinical/medical task may be re-evaluated.

Event description:
It was reported that before a navio ukr procedure, three bone screw drivers came apart from excessive use. An internal metal bearing which holds the navio pins comes loose and breaks to separate from the rear of the driver. There was a back up from a universal knee set to continue with the procedure but is not preferred for the surgeon as he really likes the stability of the navio pin driver when using it. There were no delays in the procedure. No other complications were reported.